Event description:
The customer reported that the unicel dxc 600i synchron system had a fluid leak coming from the chemistry cartridge (cc) sample probe. The leak was contained within the instrument and did not leak on to the floor. There was no report of injury; no erroneous patient results were generated associated with this event. The customer was wearing lab coat, gloves and eye protection.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse found the cause of the leak was the collar wash valve. The fse replaced the valve to resolve the issue. (B)(4).